Event description:
This emdr is being submitted for an unknown number of company¿s dressing from a market unit of ten. The end user had a declining wound status to the left leg since starting the product one month ago. She reported chronic wounds to the left anterior lower leg and left and right ankles. Also, mentioned that she did not know the source of the wounds. Further, stated that she was followed by a doctor of medicine (md) for wound care. Prior to using the product, she was using other company¿s dressing, but her wounds were declining. So, her doctor of medicine (md) started her on company¿s dressing one month ago to replace the other company¿s dressing because the wounds were not improving. She reported a significant decline in wound status since initiating the company¿s dressing, including advancement of the size of the wound on the front of the left leg which she reported as a deep wound. The consumer also reported that she was ¿allergic to metals¿. She was changing the product daily on all wounds due to saturation from drainage. No photograph is available at this time.

Manufacturer narrative:
Common device name: dressing, wound, drug. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).